Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was successfully completed with another device. There was no medical intervention required and no delay in the procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received and the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion and problems with rotor and motor, which were each replaced along with bearings. Service did a clean, lube, and adjusted to the device, and it was repaired and returned to the customer.